Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment, the filter migrated caudally and filter struts perforated the inferior vena cava contacting the bilateral common iliac arteries. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated and struts are contacting the common iliac arteries bilaterally, filter detached and migrated to heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and five months later, a computed tomography (CT) chest without contrast was performed and it revealed there was a focal density anteriorly in the right lung which appears to be in the right upper lobe abutting the minor fissure and anterior chest wall. It has a somewhat mass like appearance on the today's exam and was new from the previous chest computed tomography (CT). On the next day, a lung scan perfusion and ventilation were performed, and it revealed intermediate probability for pulmonary embolism. After one year and seven months, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter was not tilted and was inferior to the renal veins. All the struts extend beyond the inferior vena cava except the posterior struts. The struts contact the right and common iliac arteries. The greatest degree of perforation was 5mm beyond the wall of the inferior vena cava. There was no fracture or bending of the struts. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive foe alleged filter migration and filter detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.